Event description:
Litigation papers allege since the surgical implantation of the asr xl acetabular system in his left hip, pt has suffered symptoms including but not limited to swelling, inflammation, hip pain, loosening of the device, infection and problems sitting, standing and moving up and down stairs. As a result, on or about (B)(6), 2008, pt required surgery to remove the asr xl acetabular system from his left hip and replace it with an antibiotic spacer.

Manufacturer narrative:
The report states: litigation papers allege since the surgical implantation of the asr xl acetabular system in his left hip, patient has suffered symptoms including but not limited to swelling, inflammation, hip pain, loosening of the device, infection and problems sitting, standing and moving up and down stairs. As a result, on or about (B)(6), 2008, patient required surgery to remove the asr xl acetabular system from his left hip and replace it with an antibiotic spacer. Doi: (B)(6) 2006 - dor: (B)(6) 2008 (left side). Patient is a resident of (B)(6). Update (B)(4) 2011 - part/lot numbers identified from medical records. Additional products added to the complaint. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.